Event description:
A discordant low immulite 2000 hcg result was generated on one patient sample. The sample was repeated by the laboratory, as it did not match previous result. The second repeat was low, so the sample was repeated a third time with higher results. There is no known report of treatment given or withheld based on the discordant hcg result.

Manufacturer narrative:
A siemens global product support specialist evaluated the instrument data. After evaluating the instrument data, the global product support specialist determined that the customer used the immulite 2000 hcg assay to monitor trophoblastic disease which is considered an off label use as the assay was not validated for that purpose. In addition, the instrument files showed that there was a failure to prepare the required working solution of the onboard hcg diluent by the customer prior to running the sample. The instrument is performing within specifications. No further evaluation of the device is required.